Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-25611.

Event description:
A risk manager reported a patient presented with red blood cells under the flap of both eyes one day post uneventful lasik. The surgeon rinsed the flaps thoroughly. The topical steroid was increased. The patient was seen in follow up; left eye had resolved. No additional information available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the whole day of treatment shows no errors or warnings that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error or any problems. The logfile shows all fourteen treatments were finished successfully on that day. The energy is stable during the day. No abnormalities are detectable that could contribute to the reported event. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).